Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had a leak. The customer¿s blood glucose was 160 mg/dl. Customer stated that the size of the air bubbles was tiny. The reservoir will not return for analysis.